Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 18-jan-2018, the fse instructed lab technician over the phone to check substrate temperature and customer confirmed substrate temperature was 28 degrees. The fse provided service quote to customer for onsite visit and customer decided to call back to schedule service. On (B)(6) 2018, fse followed up with customer and customer does not wish to proceed with repairs. No further action was required. The customer declined service. A 13-month complaint history review and service history review for similar complaints were performed for serial number (B)(4) from 18-dec-2017 through aware date 18-jan-2018. There were no other similar complaints identified during the searched period. The aia 900 operator's manual under section 12- flags and error messages, states the following: 3020 "stable temperature wait": occurs when the system is waiting for temperature control to stabilize. Operator is instructed to wait for a while. If the temperature stabilizes, start measurement. The most probable cause of the reported event could not be determined; the customer declined service.

Event description:
On (B)(6) 2018, a customer reported getting error code 3020 "stable temperature wait" on aia-900 instrument. Customer tried performing the daily check but was not successful. Customer rebooted instrument, stated substrate has been on instrument and tried performing the daily check again but was aborted with the same error code 3020. A field service engineer (fse) will be dispatched to address the reported event which resulted in delay in reporting of patient results for beta human chorionic gonadotropin (bhcg) and follicle stimulating hormone (fsh). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.